Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient faced kinked cannula issue due to which insulin was not getting delivered to her. Her blood glucose level elevated into a high range reportedly over 600 mg/dl, which was self-treated with a bolus. Subsequently, she was admitted to the hospital where she received insulin therapy and fluids via intravenous route. Thereafter, patient's blood glucose level lowered to 129 mg/dl. Lowest reported decline was to 73 mg/dl. The infusion set had been in use for three days and there was no permanent damage to the patient. She stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.